Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional evaluation was performed by manually trying to dock the male luer of the primary set to the one-link device. This was unsuccessful. The one-link sample device did not allow a secure fit. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected from a clearlink system continu-flo solution set. During an unspecified antibiotic infusion, the patient observed the line had leaked. The nurse observed the intravenous line had disconnected at the one link valve causing the leak. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.